Event description:
It was reported that this programmer was found to have an unresponsive touchscreen during patient's routine follow-up. The programmer was restarted but made no progress. This programmer was being returned. Additional information received from product investigation review reported that this complaint was not confirmed by testing or analysis due to product not yet returned, however the probable cause was determined based on the complaint meeting CAPA/trend criteria.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.